Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information that have been received, a technical error was generated indicating a communication error with the air gas module. The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The returned air gas module has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for 5 hours. It passed another pre-use check after ventilation without any issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site, and no device logs were provided. Therefore, it was not possible to confirm if the replaced air gas module was faulty.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).